Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a sprinter legend device for pre-dilation. There was no damage noted to the device packaging. The device was removed from its packaging per the IFU. The device was inspected before use with no issues noted. The target lesion in the rca was not tortuous with a mixed morphology, slightly calcified/cto. There was no real resistance upon delivery of the device. It was reported that the device broke 1 inch from the hub during withdrawal of the de vice out of the catheter. No patient injury was reported.

Manufacturer narrative:
(B)(4).